Manufacturer narrative:
The reported event occurred sometime in 2016. The potential lot numbers are dr16g09040 and dr16g30020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink luer lock was cracked. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information: potential manufacturing dates -- lot # dr16g09040: 07-11-2016. Lot # dr16g30020: 07-20-2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.